Event description:
In (B)(6) 2018, the patient underwent a 3rd avr. The patient had a prior history of aortic stenosis and initially received a trivalve on an unknown data. The trivalve was explanted due to calcification on (B)(6) 2016 and replaced with a 23mm trifecta gt valve. On (B)(6) 2018, the patient presented at the hospital with worsening hemodynamics. Echocardiogram revealed aortic insufficiency. The valve was explanted and was replaced with a 23mm edwards magna valve. Upon explant, the trifecta gt valve was observed to be highly calcified. Post-operatively, the patient is reported to be discharged.

Manufacturer narrative:
An event of aortic insufficiency was reported, and the reported calcification was confirmed. All three leaflets were fibrotically thickened and contained organizing outflow thrombus with microcalcifications and pannus overgrowth over the thrombus surface. Leaflets 2 and 3 were torn. Fibrous pannus ingrowth was present on the outflow and inflow surface of all three leaflets, extending to their free-edges and pinning/folding the leaflet tissue and creating incomplete coaptation. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, which confirmed that the device's in-production assessment fell within established manufacturing requirements and the valve met specifications prior to release. The cause of the tissue growth and resultant insufficiency could not be conclusively determined.